Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was patient reported that they are having issues with the recharger. Patient said that misplaced the recharger for a couple of months while moving and just found and attempted to charge the recharger about a month ago and stated that the recharger in unresponsive. Patient said when in the dock sees the scrolling battery lights. Reviewed troubleshooting steps of resetting in the dock and when out of the dock, this was performed twice however did not resolve the issue. Patient did confirm sees the green light on the dock when the dock is plugged in. Replacement request was sent to repair to replace the recharger. Emailed recharger instructions to patient. Emailed updated address and phone to patient registration.

Manufacturer narrative:
Continuation of d10: product ID wr9220; serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220; serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.